Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was noted on right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Event description:
New information received notes that programming changes were performed to resolve the issue, and the patient will continue to be monitored. There were no patient consequences.